Event description:
A pharmacist reported with a description that, the lens stuck in the injector. It was reported that there was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).